Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had detached optics and a broken distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a yellowish foreign material was on the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, the optics were not detached; however, the plastic distal end cover had a chip. The device evaluation found a yellowish foreign material was on the light guide lens which was most likely traces that remained from previous procedures. Additional findings include the following: the forceps channel port had a dent, the air / water cylinder had no color, the suction cylinder had no color, the scope connector cover unit had corrosion due to water leakage, the label on the scope connector was peeled, water tightness was lost due to a chip on the plastic distal end cover / due to a cut on the bending section cover, the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, the image had white dots due to damage on the charged coupled device unit, the image guide protector had a cut, the objective lens had a crack, the light guide lens had a crack, the third party repaired connecting tube had discoloration, and the third party repaired universal cord had a stain. The following had a scratch: the flexibility adjustment ring, grip, right / left / up / down knob, scope cover, switch box, scope connector case unit, and the plug unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.